Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of device returned. Visual examination determined that returned tasp exhibits signs of repeated use (nicks or gouges) and fractured on medial side of post. All pieces were returned. Device history record (DHR) was reviewed and no discrepancies were found. The fractured tasp component in this complaint was manufactured after the design modification. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: the complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-03803. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the poly pieces fractured while trying to remove them after the trialing process. The knee was too tight on the medial side and when the surgeon tried to lever the poly out it snapped in half. No pieces remained in the patient.